Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. Isi has made several attempts to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. A review of the site's system logs with a procedure date of (B)(6) 2015 revealed that no related system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: the fenestrated bipolar forceps instrument allegedly broke apart inside the patient and at this time, it is unclear if all instrument fragments were retrieved.

Event description:
It was reported that during a da vinci-assisted hysterectomy procedure, the fenestrated bipolar forceps instrument broke and fell apart inside the patient. The initial reporter indicated that most, if not all, of the instrument fragments were retrieved. According to the initial reporter, the surgical staff could not find any remaining fragments.